Manufacturer narrative:
The laboratory evaluation indicated that all four samples were visually inspected and found to have a small hole in the insert tubing at the collar of the safe-t-valve closest to the blue connector. Dents were observed in the pvc tubing of all four sets. The complaint was confirmed for leakage on these four samples due to the holes in the insert tubing.

Event description:
The complainant reported leakage from patrol sets with piercing pin, list #52040, lot #48854ry. It was reported that the sets were not connected to a pt, thus there was no report of serious injury or illness to a pt.